Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer successfully resumed insulin deliveries prior to contacting tandem technical support. Customer¿s blood glucose level ranged from 100-140 mg/dl. It was reported that the insulin gauge was inaccurate. Multiple follow up attempts were made to complete troubleshooting for this issue, however, the customer did not respond to follow up attempts.